Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the right ventricular (rv) lead it was noted that due to the patient¿s special anatomical structure, it was difficult for the lead to tricuspid valve and enter the ventricle. The physician took out the lead and observed that the tip of the helix had been extended without any manual operation to screw it out, the helix tip was deformed, and the helix tip could not be manually screwed back. The rv lead was replaced with a new lead of the same type and the procedure was successfully completed. No patient complications have been reported as a result of this event.